Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was sticking out. Customer also reported that the insulin pump had a lost sensor alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and was returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The device was received with cracked and detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. We were unable to communicate to glucose sensor simulator to verify lost sensor alarm or verify motor error alarm due to cracked and detached end cap. Motor passed the motor test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address, serial number label and stained end cap sticker.